Manufacturer narrative:
The device was returned for analysis. Interrogation of the device revealed the device was above elective replacement indicator (eri). Electrical, mechanical, and high voltage (hv) output functions of the device were tested and found to be normal.

Event description:
It was reported that the patient presented for a scheduled device upgrade. The patient complained of chest pain. The device was explanted and replaced. The patient was in stable condition post -procedure.